Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 7f exoseal vascular closure device (vcd) could not be deployed and after removal from the patient, the plug had not detached from the device. Manual compression was used for hemostasis. There was no reported patient injury. The deployment button was fully depressed and flush with the handle. The exoseal vcd and unknown vascular sheath introducer were removed as a single unit from the patient approximately 1¿2 seconds after depressing the deployment button. The indicator wire was not visible when the device was removed. The exoseal vcd was used in a diagnostic procedure. The device was stored and prepped per the instructions for use (IFU). The procedure used a retrograde approach. The physician was certified in the use of exoseal vascular closure device (vcd). There were no obvious signs of device or package damage before use. Angiography confirmed suitability of the femoral artery, including confirmation that the insertion angle of the vascular sheath introducer was 30¿45 degrees. It was confirmed that the vessel diameter was greater than or equal to 5 mm, and there was no obvious calcification, plaque, stent, or stenosis greater than 50% at or near the puncture site. Before using the exoseal vascular closure device (vcd), there was no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. Other procedural details were requested but were not provided. The device will be returned for evaluation.